Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4. A steerable guide catheter (sgc) was prepared per the instructions for use (IFU) and was inserted. However, when the sgc was inserted, a blood clot attached to right atrium side of the guidewire was observed, but when the sgc was raised into the right atrium, the blood clot disappeared. Therefore, the sgc was continued to be used, and one clip was implanted without further issues, reducing mr to a grade of 2+. In the physician's opinion, the sgc did not cause or contribute to the blood clot. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported thrombosis/thrombus cannot be determined; however, thrombosis is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4. A steerable guide catheter (sgc) was prepared per the instructions for use (IFU) and was inserted. However, when the sgc was inserted, a blood clot attached to right atrium side of the guidewire was observed, but when the sgc was raised into the right atrium, the blood clot disappeared. Therefore, the sgc was continued to be used, and one clip was implanted without further issues, reducing mr to a grade of 2+. In the physician's opinion, the sgc did not cause or contribute to the blood clot. There was no clinically significant delay in the procedure.